Event description:
It was reported that the patient¿s device was scheduled to be replaced on (B)(6) and was going to be replaced with another device. The device was being replaced for an unknown product issue or other. It was unknown why the device was being replaced, what the cause of the issue was, or if the issue was resolved. No diagnostic testing or troubleshooting was performed. It was unknown if any patient symptoms or complications were associated with this event. The patient¿s status at the time of the report was unknown. The manufacturer¿s representative (rep) later reported that the patient had two overdischarges on their prior battery so the doctor decided to replace it with a primary cell device due to non-compliance. The rep. Was unaware of the latest overdischarge. The patient¿s device was replaced on (B)(6) and they were receiving effective therapy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 107. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 29 minutes and the battery charged from 3.170v to 3.165v. The battery discharged to the lock mode on (B)(6) 2014; the total therapy loss count is 3. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2014. The ins was recharged for analysis. The recharger had full coupling with approximately 1cm of space between the antenna and the ins. The ins recharged for 6 hours 53 minutes from 2.720v to 4.010v.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).